Event description:
It was reported that a blade was partially lifted. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. Following fifth inflation at 10 atmospheres, the device was removed from the sheath. However, resistance was felt upon removal, and it was found that one blade was partially lifted from the balloon. As per physician's opinion, another manufacturer sheath was stuck upon removal causing the separation. The device was removed without any fragments left and the procedure was completed with this device. No complications or patient problem reported.

Manufacturer narrative:
Device evaluated by MFR: a pcb 6.00mm / 2.0mm / 90cm was received for analysis and device investigation was completed on 31oct2023. A visual examination of the returned device identified that the balloon had been inflated. The investigator attached the device to an encore inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. A visual examination identified that 5mm of the proximal end of one of the blades was lifted distally from the balloon material. The remaining 15mm of the blade remained fully bonded to the balloon material. The damage identified was consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. Analysis was able to confirm the report from the field of the blade partially lifted.